Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer was unable to troubleshoot at time of call because he does not have a reservoir with insulin any more. Customer would like returned the set and reservoir for analysis. Customer reported the alarm did not occur during manual prime. Customer was advised that we will send samples set to try for different lots. Customer was advised not to use another product.